Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient developed a rash, redness, inflammation, pimples, blisters, dry skin, drainage, and pustules and a scar under the sensor patch. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was cleansed with soap and water. On (B)(6) 2023, the patient consulted a health care provider who prescribed an oral antibiotic medication (amoxicillin) for the reaction. No additional patient or event information is available.